Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on the enhanced half height drawer auxiliary 2-1 were off of the bus. A field service engineer reseated the retractor band connectors and the row board cable at the drawer controller board for both 2-1 and 2-2. Fse also released all pockets, removed all debris, and tested the lids. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary an invalid read/write error occurred. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.